Event description:
It was reported that the pt experienced seizures and a catatonic state after an activity. It was believed that the pt was taking oral medications that interacted with the baclofen. The pt's status is listed as "good" and the pt was at home. The pt had decreased most of her medications. The concentration and daily dose of baclofen being delivered via the pump were not reported.